Event description:
It was reported that there were air bubbles in the reservoir. The caller stated that the air bubbles were 3 cm in size. The air bubbles formed after about 6 hours since the reservoir was replaced. It was confirmed that the user handled the reservoir correctly, using room temperature insulin. No prefilled reservoirs were being used, and the reservoir had not been rewound in place. The caller did not know the blood glucose reading. The user requested replacement of 15 reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.